Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 514 mg/dl at the time of the incident. Another blood glucose level was 436 mg/dl. The customer was assisted with troubleshooting for high blood glucose. Customer stated that the insulin pump had no delivery alarm and infusion set had a bent cannula. Customer stated that the insulin pump had a compromised force sensor system alarm. The device was not bumped or dropped prior to the alarm and the drive support cap appears sticking out. The customer was treated with insulin pump. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer did allege insulin pump was under delivering. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.